Manufacturer narrative:
H6: investigation summary one sample of material number mz5307 was received for quality investigation. The customer complaint of component damage - no leak was verified by visual inspection. Evaluation of the sample showed that the extension set was packaged and sealed without the luer connection attached. A device history record review for model mz5307 lot number 22089189 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13aug2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the failure is that the connection luer was not attached and packaged at the manufacturing facility. The investigation had been forwarded to the manufacturer for further investigation. Investigation of the packaging at the manufacturing facility identified an opening in the packaging seal. The unsealed location in the addition to the missing end connection leads us to believe that the tubing was outside of the packaging area at the time of sealing. This caused damage in the tubing along with not completely sealing the package. A quality alert was generated to prevent the issue in future product production.

Event description:
It was reported while using bd maxzero multi-fuse pressure rated extension set with needleless connector(s) the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter: I just happened to find this defective bifuse.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero multi-fuse pressure rated extension set with needleless connector(s) the device was damaged. There was no report of patient impact. The following information was provided by the initial reporter: I just happened to find this defective bifuse.